Event description:
On (B)(6) 2013, the reporter contacted animas, alleging that their device wouldn't turn on. The reporter noted that the pump was accidentally submerged in water while it was disconnected and after would not power on. No physical damage was noted when it came to the device. This complaint is being reported because, the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 10/07/2013-device evaluation: the pump has been returned and evaluated by product analysis on 09/17/2013 with the following findings:a review of the pump¿s history showed unexplained reboots. A visual inspection of the pump revealed evidence of moisture in the display. No damage was found to the battery compartment or battery cap. The pump was exercised for 24 hours on a 1 unit per hour basal rate with no power loss. The pump failed a leak test due to a display lens leak. The pump cover was opened and evidence of moisture was found on the internal components. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow up #1 correction. It is actually unknown at this time weither or not the submersion of the pump was accidental, or if the patient was disconnected from the pump at that time.